Event description:
It was reported that stent foreshortening occurred. The 28x2.5mm target lesion was located in the left anterior descending artery (lad). A 2.50x32mm promus element ¿ was implanted to treat the lesion. Following post dilatation, it was noted that the stent was foreshortened at the proximal edge, likely due to interaction with the post dilatation balloon. The procedure was completed with the implantation of an unspecified stent to cover the for shortened segment. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).